Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test and displacement test. No unexpected low battery, weak batt, battery out limit, a17 or failed batt test alarms noted during testing. However, unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
Customer reported via phone call that the insulin pump had pump error signal too low alarm and no delivery/occlusion alarm during therapy. Customer blood glucose level was 200 mg/dl. Customer also stated that the they were able to clear the alarm and able to rewind the insulin pump. The device will be returned for analysis.